Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component damage or degradation, electrical issues, environmental temperature issues, or maintenance issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of the uretero-reno videoscope, a chip on the adhesive joint of the curved rubber was found. The most likely cause or probable cause of the reportable malfunction is component damage or degradation, electrical issues, environmental temperature issues, or maintenance issues. There was no patient involvement.